Event description:
The facility's nurse reported that luer activated valve is clotting once attached, during patient use. The patient had a peripheral IV access, which was being used for an intermittent administration of antibiotics. The patient was receiving cipro every 8 hours, ancef every 8 hours, and vancomycin every 12 hours. There were no continuous infusions being administered to the patient. The valve was connected directly to the angio-catheter and reportedly, it was not being locked with heparin or saline. The valve was found clotting off upon flushing for antipatriotic infusion. There was no flow and once the valve was removed, it was discovered that the line clotted off. A new IV had to be started. No patient injury occurred and no medical intervention was needed. Reportedly, the event occurred twic on the same patient. No additional information available.